Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample was provided for investigation. Upon evaluation of the unit, leak testing was performed with no leakage detected. To replicate the reported concern, the sample was attached to the pump and tested by running therapy while staggering the flow rate. No alarms occurred during testing. A measurement of the outer diameter of the pump segment tubing was taken and found to be within specification. The reported concern was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains from the reported lot number were tested and passed per specification. A possible root cause of air in line alarms may be related to an incomplete priming of the IV line, infusion of cold solutions which may exhibit air bubbles coming out of solution as the fluid warms, or incomplete filling of the drip chamber during priming. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: significant amount of air in line between drip chamber and pump set while fluid was still in bag and drip chamber. No injury reported.